Event description:
The patient had a CABG x 2 with a maze procedure and aortic valve repair. The following day he went into respiratory failure. On post-op day 3 he had a release of a tamponade with evacuation of a hematoma and an arterial pacing wire was placed. He continued to do poorly and increasing abdominal distension was noted. A CT scan showed large amounts of free air and fluid in the abdomen. The patient was taken to surgery. Stool was found in the abdominal cavity and a pacer wire was noted to have speared the transverse colon and created a small hole. There were two large sigmoid diverticula that had perforated as well. The ileum and jejunum were gangrenous. The majority of the colon was resected. The patient was taken to the ICU in critical condition. Following discussion with the family, the pressors were stopped and the patient was extubated. He died a short time later. The surgeon has noted that the hole in the transverse colon was too small to have allowed the large amount of stool found in the abdomen to accumulate and believes that the two large sigmoid diverticula that had perforated led to the ischemic bowel and septic shock, renal failure and respiratory failure that led to the patient's death.